Event description:
It was reported to boston scientific corporation that an unknown device was used during an unknown procedure. According to the complainant, a ureter stent was torn off inside the patient. The stent was successfully removed from the patient. Further product and patient information is unavailable at this time.

Manufacturer narrative:
The lot number is not known; therefore, the device manufacture date and expiration date cannot be determined. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. At this time, we are unable to determine the relationship between the device, and the cause for this event.